Event description:
Related manufacturer report number: 3006705815-2022-14813. It was reported that one of the patient's leads had high impedances. As a result, the lead was explanted and replaced, resolving the issue. It was noted that the lead was fractured. It is unknown which lead had the issue, so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.